Event description:
It was reported that the patient's lip was burned during the procedure.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns.